Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support experienced limb ischemia requiring intervention. The patient presented to the emergency department was rushed to the catheterization lab and coded. A temporary pacer wire was inserted followed by the impella cp device via the right femoral artery. Percutaneous coronary intervention was completed to the right coronary artery occlusion with two drug-eluting stents deployment. Thereafter the physician assessed the right leg pulse, and no pulse was present on doppler. Ischemic right leg was noted. The decision was made to explant the impella cp device. Two perclose devices were deployed; site was dry and intact without bleeding or hematoma. Follow up check on the right leg noted palpate pulse by doppler. The patient was transferred to the unit in stable condition.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows for the impella cp with smartassist system: section potential adverse events - ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Manufacturer narrative:
E.1 added zip code extension as it was inadvertently omitted from the initial report that was submitted. The investigation for the reported ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the injury was unable to be determined due to insufficient clinical details. The device history review was completed and the pump passed all the post sterile inspection checks.